Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim screen on the system controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no images were submitted for review. Additional information provided on 19sep2023 stated that the controller was discarded. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called to report their controller screen was dim. The numbers could still be seen but they were a lot dimmer. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.